Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes phantom programming to aai mode. The device could not be reprogrammed.